Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No alarm was noted for a loose drive support disk. The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.

Event description:
The customer reported an a33 alarm. The blood glucose reading was 167 mg/dl. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.